Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she wore a tampon for approximately three hours and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She manually removed the tampon pledget in pieces. She did not seek medical attention and did not experience any adverse health effects.